Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The orbit rdfl complex fill coil (638cf0515/15179865) detached during purging the coil delivery system. During purging, the syringe pressure was increased by rotating the knob clockwise until the pressure gauge indicator entered position #1, blue zone, and the blue zone was not exceeded. During purge, position #1 (blue zone) was held for at least 30 seconds, and the blue zone was not exceeded. After 30 seconds of purging, the syringe knob was rotated counterclockwise until the gauge indicator returned to position #2, orange zone, and the pressure on the syringe was not decreased below position #2 (orange zone). After the event, the same trufill dcs syringe ii (635002) was used to complete the procedure, since it was not damaged. After the event, other than the reported event, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc. The embolic coil of the returned device was not detached; it was stretched. No further information regarding the discrepancy of the reported premature detachment and the analysis findings has been provided in response to investigational efforts. One non-sterile trufill dcs orbit was received coiled inside a plastic bag. The hypotube was found kinked, embolic coil was found stretched and entangled, also distal part of the embolic coil was found stuck in the introducer. The support coil and gripper were not inside the introducer; and no other anomalies were noted. Note: embolic coil was still loaded on gripper. The gripper and embolic coil were observed under the microscope; the gripper presented no damage while embolic coil was found entangled and all stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported premature detachment of the coil during purging was not confirmed; the embolic coil was still attached to the gripper-it was not detached. The analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. No conclusion can be made regarding the reported event which was not confirmed or damages found on the device; however, it was additionally reported that there were no other damages and the coil was not stretched. The device records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these kinds of damages leaving from the facility. Therefore, no corrective actions will be taken.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag, hypotube was found kinked, embolic coil was found stretched and entangled, also distal part of the embolic coil was found stuck the introducer, support coil and gripper were not inside the introducer; no other anomalies were noted. Note: embolic coil was still loaded on gripper. Gripper and embolic coil were observed under the microscope; gripper presented no damage while embolic coil was found entangled and all stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil premature detachment-prior to use" was not confirmed, the emboli coil was still attached to the gripper, the cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
The orbit rdfl complex fill coil (638cf0515/15179865) detached during purging the coil delivery system. During purging, the syringe pressure was increased by rotating the knob clockwise until the pressure gauge indicator entered position #1, blue zone, and the blue zone was not exceeded. During purge, position #1 (blue zone) was held for at least 30 seconds, and the blue zone was not exceeded. After 30 seconds of purging, the syringe knob was rotated counterclockwise until the gauge indicator returned to position #2, orange zone, and the pressure on the syringe was not decreased below position #2 (orange zone). After the event, the same trufill dcs syringe ii (635002) was used to complete the procedure, since it was not damaged. After the event, other than the reported event, no other damages were noticed on any of the devices (coil delivery systems (fractures, separated, kinks, bends, etc), distal tips (unraveled, stretched, kinks, bends, fractures, etc), coils (fracture, separated, stretched, unraveled, kink, bend, etc), and the coil system is going to be retuned for analysis.